Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended. Patient will continue to be monitored. No further information is available.